Event description:
This pt had noise on the rv channel and received inappropriate shocks. When the physician opened the pocket, it was found that the proximal setscrew on the rv pace/sense lead was loose. The setscrew was tightened and the noise disappeared. The next morning the noise had returned. It was suspected that the setscrew was damaged and would not remain tightened. The physician chose to replace this device.